Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 06/06/2025. An investigation was conducted on 06/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method . The device passed the transected tissue test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. An engineer evaluation was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.52 vdc (passed test). Low current output: 4.00 amps dc (passed test). High current output: 6.01 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that the sound (beep) made by the t.w. Power supply during thermal cauterization is so low that it is difficult to determine whether electricity is being applied. Power supply setting at 3. The procedure continued as is. The procedure continued using the same device. There was no procedural delay. No health damage to patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1: event site name exceeds character limitations: (B)(6).